Event description:
A syringe pump was turned on and programmed for a pantoprazole infusion. The pump was programmed to deliver the medication over 6 minutes. However, the pump alarmed that syringe was empty after 2 minutes. The minimum administration time for this medication is 2 minutes. There was no patient harm.